Manufacturer narrative:
Argus case (B)(4).

Event description:
My loved one's medication is causing night screaming, day screaming, throwing cutlery, convulsions, unexpected lane changes, lesions, tourette's, vaginal bleeding, diarrhea, hives, sensitivity to light, sound and the taste of scotch [dysgeusia]. Case description: this case was reported by a consumer via interactive digital media and described the occurrence of convulsion in a female patient who received glycerin (biotene oral rinse (unspecified variant)) mouth wash for product used for unknown indication. On an unknown date, the patient started biotene oral rinse (unspecified variant). On an unknown date, an unknown time after starting biotene oral rinse (unspecified variant), the patient experienced convulsion (serious criteria gsk medically significant), tourette's syndrome (serious criteria gsk medically significant), screaming, vaginal bleeding, diarrhea, hives, photophobia, hyperacusis, skin lesion, dysgeusia and behavior abnormal. The action taken with biotene oral rinse (unspecified variant) was unknown. On an unknown date, the outcome of the convulsion, tourette's syndrome, screaming, vaginal bleeding, diarrhea, hives, photophobia, hyperacusis, skin lesion, dysgeusia and behavior abnormal were unknown. The reporter considered the convulsion, tourette's syndrome, screaming, vaginal bleeding, diarrhea, hives, photophobia, hyperacusis, skin lesion, dysgeusia and behavior abnormal to be related to biotene oral rinse (unspecified variant). Adverse event information was received via social media ((B)(6)) on (B)(6) 2020. The consumer posted that, "my loved one's medication is causing night screaming, day screaming, throwing cutlery, convulsions, unexpected lane changes, lesions, tourette's, vaginal bleeding, diarrhea, hives, sensitivity to light, sound and the taste of scotch."